Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745fa, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer clarifying that the device that was not turning off was the patient programmer (pp). Sometimes the pp works, sometimes it does not work. This event started around three weeks ago. The patient did not know what steps were taken to resolve the device not turning off. The device not turning off has not been resolved.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they immediately experienced the device not turning off. The patient reported that it was the recharger that wasn¿t turning off. The patient reported that the device was replaced. The patient reported that the issue was sometimes resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was supposed to get a shower but their device would not turn off. No further complications were reported or anticipated.